Event description:
The hcp reported the patient was experiencing increased spasticity and underinfusion symptoms. The catheter was reported to be okay. At refill, the pump "showed 50% underinfusion." A rotor test was done that showed no motor function.